Event description:
Pump declared alarm 20 during a pumping incident. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.